Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on 25th february 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012. On (B)(6) 2017, the device records a manual power on of 7 minutes 58 seconds in duration. The device passed the subsequent weekly auto self-tests between (B)(6) 2012. On (B)(6) 2012, the device records a failed self-test, during a manual power cycle, due to a low battery. On (B)(6) 2012, the device was powered up passing a self-test. The device successfully performed all subsequent weekly auto self-tests up (B)(6) 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory, between the 18th march 2014 and the 4th july 2017. The device passed all subsequent auto self-tests between (B)(6) 2017. The pad-pak was removed and reinstalled on (B)(6) 2017, and the device successfully passed an auto self-test. After further investigation the reported fault was found to be caused by membrane failure due to corrosion, suggesting the device had been stored in adverse conditions. This was further evidenced throughout the history log the device records three occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -1.4°c recorded. Corrosion was present on the tracks within the membrane which were inspected. Corrosion had resulted in several faults, including the device to switch on automatically. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.